Event description:
Per the clinic, the patient underwent skin reduction surgery, due to complications from an infection around the implant site.the surgery was conducted on (B)(6), 2012. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.